Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in the clinic. Device check revealed the patient received multiple appropriate shocks from the implantable cardioverter defibrillator for ventricular tachycardia, they appeared to be unsuccessful. The patient was in ventricle tachycardia when in the clinic, the device was reprogrammed, and the patient received antitachycardia pacing - atp therapy, the atp appeared to be unsuccessful. The patient was hospitalized and treated with medication. The patient was in stable condition. No further information was reported.